Event description:
It was reported device nurse could not establish telemetry with a pacemaker. Nurse and physician tried for nearly one hour with different programmer wands. Finally established telemetry by placing patient in a different position. Nurse states there are delays when wand is placed over other devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer was able to establish telemetry with a device. Programmer has a loose ECG (electrocardiogram) connector. Programmer system fan is noisy. Left keyboard hinge and both case handles are broken. (B)(4) no anomalies found.